Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed and compatibility cannot be verified since the part and lot numbers are unknown. Patient¿s adherence to rehabilitation protocol is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definite root cause for the infection cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/20056455 (B)(4). Other device used: catalog #unk, unknown coonrad/morrey ulnar assembly, lot #unk. This report will be amended when our investigation is complete.

Event description:
It has been reported that 1 male patient experienced a late deep infection. He was treated by chronic antibiotic suppressive therapy, as he refused any surgical intervention.